Manufacturer narrative:
The troponin t hs reagent lot number was 84737600. The expiration date was not provided. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys troponin t hs assay on a cobas e 801 analytical unit. Initial result: 20 ng/l. The initial result was inconsistent with the patient's previous results, prompting the repeat of the sample on a different analyzer. Repeat result: 5 ng/l. The repeat result was consistent with the patient's previous results.

Manufacturer narrative:
A general reagent or analyzer problem can be excluded, since the qc prior to the event was within the ranges. The investigation did not identify a product problem. The cause of the event could not be determined.